Event description:
It was reported that immediately after deployment of a vena cava filter, the filter migrated in a cephalad direction approximately one vertebral body. The filter was retrieved without incident and another filter was deployed successfully. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter cephalad migration upon deployment. Based upon the available information, the definitive root cause for this event is unknown.